Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem free flow was not reproduced. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.  The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced as a false downstream occlusion alarm. A review of the event history log identified multiple downstream occlusion alarm. The reported condition was verified. The cause was determined to be force sensor was out of calibration. The downstream tubing was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which experienced a free flow and downstream occlusion alarm. The problem was found during programming or setup at the neonatal intensive care unit. There was no patient involvement. No additional information is available.